Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05june2019. (B)(4). A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the ventilator was producing a noise around the exhaust port. There was no patient involvement or patient harm.

Manufacturer narrative:
Date received by manufacturer: 14jun2019. Date of report: 24jul2019. Additional information was received from the manufacturer¿s international service technician that the noise was being produced by the blower. As per the medical device reporting determination work instructions, a noisy blower is not a reportable event for the v60 ventilator. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.